Event description:
It was reported that the motor drive unit is not working. No case involved. As per investigation results, the right button stuck causing the mdu to run continuously without displaying an error.